Event description:
It was reported that the patient had recurrent low speed operation since (B)(6) 2024, while tethered on power module (pm). The patient was well otherwise with stable pump parameters. No visible or palpable damage along external driveline was noted. Log files and x-ray images were submitted for review. The log file captured 25 low speed advisories on (B)(6) 2024. Technical services (ts) stated that these issues only appeared to be occurring while the ventricular assist device (vad) was connected to the pm. Ts also stated that to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded patient cable until further investigation was completed. The submitted x-ray images showed a few suspect areas on the external portion of the driveline (one of which appeared to be at the exit site). Ts also noted that there appeared to potentially be some stretching at the pump end. It was communicated on (B)(6) 2024 that the patient was scheduled for pump replacement on (B)(6) 2024. A modified patient cable was issued to patient for use, and there were no further alarms while on the ungrounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: age has been corrected. Section d4: UDI has been corrected. Manufacturer's investigation conclusion: incidental finding: the submitted images revealed that the bionate cover appeared to have pulled out of the pump housing. This was confirmed upon removal of the outer jacket, during the evaluation of the returned driveline. Evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed events observed in the submitted log file. The submitted log file contained data and events from 22mar2024 through 19apr2024. Low speed events were captured between 11apr2024 and 18apr2024 while the system was connected to the power module, with speed reductions as low as 2730 revolutions per minute (rpm). Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. (B)(6) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 35¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The returned portions of the driveline were tested for electrical continuity and found that the yellow wire produced an open circuit. All remaining wires were found to be electrically intact. Visual inspection of the 35¿ driveline segment revealed a breach in the insulation of the red wire approximately 30" from the controller connector and a breach in the insulation of the yellow wire approximately 33.5" from the controller connector. Evidence of corrosion was observed within the breaches, consistent with an electrical short. Visual inspection of the 2.5¿ pump-end driveline segment revealed a breach in the insulation of the black wire approximately 0.25¿ from the pump housing. Further inspection revealed that the insulation of the yellow wire was intact but had thinned and elongated approximately 0.25¿ from the pump housing, indicating that the inner conductors had fractured; however, since the inner conductors of the yellow wire were not exposed in this location, this damage would not have contributed to the reported low speed events. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned driveline segments were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the wires red, yellow, or black wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short-to-ground would have resulted in the low speed events confirmed through the submitted log file. Similar events could have also occurred if the exposed conductors of wires from two different phases made direct contact with the braided shield while the patient was connected to battery power. The relevant sections of the device history records for (B)(6), as well as driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump replacement was made on (B)(6) 2024. It was stated that no adverse events were reported from the pump exchange and that the patient was doing well.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.